Event description:
It was reported that a balloon rupture and deflation issue occurred, requiring additional intervention. The target lesion was located in the mildly tortuous and mildly calcified subclavian artery. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was inflated to 10 atmospheres. However, the balloon was unable to be deflated despite use of an alternate inflation device and a 20 ml syringe. It was subsequently observed that the balloon had detached from the shaft, preventing device retrieval. A surgical cutdown was made in the arm, and the balloon was successfully removed using a fogarty catheter. The vein was sutured, the procedure was completed, and the patient was discharged afterwards.